Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed and product was manufactured, tested, and released in compliance with our procedures. The doctor was able to maintain the iop of the patient in the range of the intended functioning of the valve during post operative month 1.

Event description:
Pod1 iop 2 but not reformed since ac still deep (doctors notes don't indicate whether iris pushed anteriorly against ac maintainer sutures). Pow 1 iop 2, but ac remained deep, ac maintainer suture removed. Pom1 iop 50, needled bleb/cyst, post-procedure iop 6.